Event description:
The facility reported the device alarms at start-up. The issue was identified during biomed testing. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event. No additional information is known.

Manufacturer narrative:
Evaluated summary:the customer reported problem of alarms at start-up was confirmed. Evaluation revealed depleted batteries and a battery depleted alarm. Review of the complaint history reveals similiar reports have been received for this product for the reported issue. The issue of damaged battery is being addressed.